Manufacturer narrative:
(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the products are performing as intended - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 210 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 06/21/2019; test strips are expired at time of call. Customer had a new vial, lot # mv2739, manufacturer's expiration date of 06/30/2019. Customer declined to perform a back to back blood test and disconnected the call. Call was made back to customer who stated he had performed a blood glucose test non-fasting and obtained a result of 151 mg/dl. Customer stated he was satisfied with the result and declined to continue the call. The meter memory was not reviewed for previous test result history.